Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 300cc breast implant and experienced a deflation on the left breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 200cc, catalog number 3502001bc, serial number (B)(4), lot number 7493769 on the left breast implant.

Manufacturer narrative:
On 05/07/18, it was reported to mentor that the device history record ( DHR) of lot number 266605 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/01/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a crease on the anterior view and extending to the posterior view. A rent measuring approximately 0.4 cm within the crease on the anterior view. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 266605 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).